Event description:
It was reported that the patient experienced a hypoglycemic event in the evening after working in the yard, with steadily declining glucose following a lunch meal about seven hours prior; the patient treated with orange juice and glucose returned to range within approximately 10¿15 minutes. Symptoms included hypoglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.